Event description:
It was reported that during a laparoscopic appendectomy procedure, the first clip was placed on the tissue, but the jaws would not open so that the device could be removed. Clips were placed around the jaws and the device was cut off tissue. A 5mm clip applier was used to complete the case.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.additional information:multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4).